Event description:
It was reported that the customer had a low reservoir alert 2 nights ago. Customer stated that the act and esc buttons were unresponsive. Customer stated that they tried different battery packs of the recommended brand and overnight pump rest. Customer was still unable to clear the error message from the display.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. The low reservoir alarm was unable to be verified due to an unresponsive button. The insulin pump had a minor scratched lcd window, a cracked case at the display window corners, and a cracked reservoir tube lip.